Manufacturer narrative:
Manufacturing evaluation: there is no device available for investigation. Two x-ray figures were provided to us. As stated previously, the implants were confirmed to not be loose. Table 1 shows the corresponding implant components with manufacturing batch number. Concomitant parts: ref.code / device name / batch. Nr174z as tibia offset stem, d14x92 cementless, 52190334. Nr406z as femur extens.stem, 5° d16x117 cem.less, 52113486. Nr400z as nut f/femur extens,stem all sz.neutr, 52229574. Nr070z as columbus rev f tib,offset cement.t0, 52175481. Nr012z as columbus rev f femur, cemented f2r,52068315. Investigation: no product at hand. Extract from surgery report: "knowing the ocmpoenets were well fixed, we did analysis of the soft tissue balance. The 12 mm poly actual provided a little bit of increased stiffness throughout range of motion. The 10 mm poly provided good flexion and extension and balance may be a little bit looser in flexion, but not enough to cause concern. After all the osteophytes and heterotopic bone were removed, the range of motion was easily from full extension to 120 degrees of flexion. At this point, the trial poly was removed. The final 10 mm poly was placed and locked with a locking bolt." Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers (51950519 and others above) and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a root cause for the failure. Most probably the failure is not product related. It could be possible that the failure is patient related. Rationale: due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. As mentioned in the surgery report, the tibial as well as the femoral component was very well fixed. According to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a columbus revision knee implant. It was reported that the patient was complaining of pain. It was verified that the components were not loose. The surgeon changed the poly size and did some soft tissue work during surgery and completed the case. This was a revision total knee arthroplasty (tka). Procedure: revision right total knee arthroplasty-polyethlene exchange and removal of heterotopic bone, medial compartment and posterior compartment. Postoperative diagnosis: painful right total knee arthroplasty secondary to mild arthrofibrosis and formation of calcifications in the medial compartment, decreasing range of motion. The adverse event is filed under aag reference (B)(4). Concomitant products: (previously implanted): 1 competitor bone cement x 2 batches, 2 f2r femur with 16 mm x 117 mm stem with 5 degree adaptor, 2 to tibial baseplate with 14 mm x 92 mm stem, 3 12 mm ps-mc poly with locking bolt.